Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Cause was unknown. Customer consumed food to treat low bg which resulted in the customer's bg elevating to a high level, however, a specific value was not provided. Subsequently, the customer delivered multiple boluses with the pump to address high bg, however, the customer alleged that the pump did not deliver insulin as intended which resulted in a second low bg event (bg value not provided). As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.